Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The quality controls (qc) were recovering within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the server 3 (s3) mixer, ran service method tests (smt), manually adjusted the bottom of cuvette calibration (boc/bocc) on reagent probes 1 and 2, performed alignments, and rebuilt the s3 pump. Then cse ran quick check, several samples and performed qc, which recovered acceptably. Siemens further investigated this issue and concluded that sample fluidic issues related to the s3 pump requiring maintenance potentially caused the discordant falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician, who questioned the result. The sample was repeated on an alternate dimension vista 1500 instrument and a higher result was obtained. The repeat result was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 result.